Event description:
Tmzf quick release stem inserter broke during stem insertion. X-ray was used throughout the case. After implantation, a small piece of metal was noticed inside the patient on an x-ray view. Surgeon was able to remove piece from patient with a pair of hemostats and closed patient and case successfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Material analysis performed on previous investigations indicated that the split collets fractured in overload consistent with misuse of the device. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Visual inspection: one of the flanges at the tip of the inserter fractured off, confirming the reported event. The event was confirmed. If additional information becomes available, this investigation will be reopened. No material or manufacturing defects were observed on the device features examined.

Event description:
Tmzf quick release stem inserter broke during stem insertion. X-ray was used throughout the case. After implantation, a small piece of metal was noticed inside the patient on an x-ray view. Surgeon was able to remove piece from patient with a pair of hemostats and closed patient and case successfully.